Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital. We will provide a follow up report upon completion of our investigation. Device not available for investigation.

Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuit was not returned for evaluation. Therefore our investigation is based on the information provided by the hospital. A lot check could not be performed as a lot number was not provided. The rt329 infant continuous flow breathing circuit kit includes a pressure relief manifold which ensures patient safety by limiting the pressure delivered in an event of an occlusion, as well as allowing connection to a pressure monitoring device or an oxygen analyzer. The manifold is packed with the cap in place. The pressure manifold is pressure tested and visually inspected prior to leaving our facility, and those that fail are rejected. The hospital has further reported that the port cap is attached to the pressure relief manifold in the packaging; however in some cases it was not plugged into the port. This suggests that the port cap has most likely come loose post production, possibly during transport. As part of our on going product improvement initiatives, a new port cap insertion machine was introduced to the rt329 production line on (B)(4) 2013 to standardise and increase the force of insertion of the port cap on the pressure manifold port. Automating this process will better ensure that the port cap is consistently firmly fixed in place. Our user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: "check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Patient monitoring is recommended."

Event description:
A hospital in (B)(6) reported that the port cap on the pressure relief valve supplied with the rt329 infant continuous flow breathing circuit was coming off during use. No patient consequence reported.

Event description:
A hospital in (B)(6) reported that the port cap on the pressure relief valve supplied with the rt329 infant continuous flow breathing circuit was coming off during use. No patient consequence reported.